Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a case of an anterior capsule tear, observed in the patient's left eye during laser assisted cataract surgery. Reporter indicated no intervention was required. Additional information has been requested.